Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 140 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the ventilator was in non-invasive positive pressure ventilation (nppv) mode when it stopped working. All the lights were on but the blower was not blowing out air. This incident occurred while on a patient. There was no harm associated with this issue, the patient was placed on another ventilator.